Manufacturer narrative:
H3: product analysis: part # kpt1502; lot # 222234809 visual and functional inspection revealed the balloon has been damaged. The damage is a hole in the middle portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for bkp procedure. Pre-operative diagnosis: primary osteoporosis fracture type: compression fracture it was reported that the physician approached l1 according to the bkp surgical technique, inserted the ibt through the osteo introducer, turned the handle to inflate the contrast media, but as soon as they checked it with the lateral image, they noticed that the contrast media was leaking into the body. Since the pressure on the liquid crystal display did not rise at all, it was probable that there was breakage from the beginning. There was a delay in the surgery by less than 60 mins. The procedure was performed successfully byusing a new product. There was no patient symptom reported. There were no further complications reported regarding the event. Update: no breakage to the syringe was confirmed. The syringe has already been discarded. The product had been inserted into the patient's body. When an attempt was made to inflate the contrast media after inserting ibt into the body, the pressure (psi) did not rise from zero from the beginning, and when looked at the lateral view, it was confirmed that the contrast media was leaking in the body. When they took the product out and checked it, there was a breakage in the balloon part of the ibt. The physician had pointed out that the balloon had already been broken when it was inflated from the beginning. The decisive timing of the breakage was unknown. No malfunctions were found with the a08a products. The rupture and leakage occurred with the ibt.

Manufacturer narrative:
H10: the product has not returned and a follow up report will be sent when product is returned and analyzed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.